Event description:
Breast implants in 2007. Within 1 week, started having chest pains that continue to this day. I feel a constant burning in my chest, chest tightening, migraines, fibromyalgia. Drs say it's from implants but I can't afford to have them removed. Please help asap. I am literally dying.